Event description:
It was reported that the atrial lead was undersensing the p-waves. Changing of the atrial sensitivity to allow sensing of the p-waves was suggested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 1581 competitor implantable tachy lead 2007 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.